Event description:
It was reported that the 9900 sys rebooted during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys interface board and the backplane were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.